Manufacturer narrative:
The reported issue was identified during the pm process. The problem was to be resolved by the customer. No additional service information was provided.

Event description:
The customer reported that there was a 'generator communication error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.